Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode cutter head broke during a resection process. The issue occurred during a therapeutic hysteroscopic cervical polypectomy, intrauterine device removal, and curettage procedures. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
New information: h2, h4, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.